Event description:
Our MDR - after an implantation time of about 21 months, inappropriate shock deliveries due to oversensing were reported.

Manufacturer narrative:
Ous MDR - during the analysis of the lead, damage to the outer insulation was found 2.5 cm distal the hv-2 connector pin. The damage to the insulation requires an excessive mechanical load on the lead. The position and characteristics of the damage lead to the assumption of a strong bend against the ICD housing. X-ray images or diagnostic images of any other kind, which could provide info about the positional relationships of the implanted system in the body, were not available for analysis. All other damage at the lead is probably due to the explantation process. The analysis did not find any mfg error or material defect at the lead.